Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate atp and hv therapies due to post-sensed t-wave oversensing on the ventricular channel. Programming changes were recommended. The following day the patient presented in clinic for normal follow-up and post-paced t-wave oversensing was noted on the ventricular channel. Programming changes were made and dfts were successful. No further episodes were seen on a subsequent remote transmission nor at a subsequent clinical follow-up. The device remains implanted.